Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed on the plunger assembly and the case was chipped on the lower front corner of top case and on right plunger case. Functional testing involved syringe test, accuracy testing and calibration verification on the size of both qc slugs. The device passed all testing during the investigation. It was found that both plunger flippers were intermittently sticking in a way that would allow the pump user to start an infusion without the syringe plunger bind in contact with the pump's plunger head. The internal mechanical operation of the plunger head was investigated, but the source of the sticking could not be determined. Both plunger cases were replaced. Based on evidence and investigation, the complaint allegation was confirmed, but the problem source was not identified.

Event description:
Information was received indicating that during an infusion of lasix, a smiths medical medfusion 4000 syringe infusion pump did not deliver any of the medication. It was reported that subsequently the intravenous site was relocated, and the drip was increased with no further issues reported. No adverse patient effects were reported.